Manufacturer narrative:
Insulin pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the hatch of the reservoir was broken. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.